Event description:
It was reported that a transmitter battery issue occurred. Date of event is an approximation. On approximately (B)(6) 2025, patient was not in an active sensor session as they experienced a ¿pair new transmitter¿ message when they tried to connect their sensor. The current transmitter they were using, was being used for around 30 days. An unknown time after this, the patient began feeling nauseous and passed out at home. Her daughter found her unresponsive and called 911. Emergency services arrived and transported patient to the hospital. In the emergency department, patient¿s blood glucose was measured at 800 mg/dl. Insulin administered (type and dose not documented at the time). The patient was admitted and received ongoing insulin therapy and supportive care. The patient was discharged after 5 days at the hospital and when a fingerstick was taken the blood glucose reading was 125 mg/dl. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.